Event description:
Additional information received indicates surgical intervention was undertaken on (B)(6) 2025 wherein the system was explanted. The lead had all high impedances; however, the fracture was not confirmed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was unable to enter MRI mode due to one lead being fractured. As a result, surgical intervention may be undertaken to address the issue. It is unknown which lead is at fault.

Manufacturer narrative:
The date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000090895.